Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was used during the pci procedure in which the right common femoral artery was punctured. However, when the device was inserted into the artery, the device became kinked because the device got caught on the stenosis. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.